Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported delay could not be conclusively determined.

Event description:
During the atrioventricular nodal reentrant tachycardia procedure, when rf energy was applied, the power went up to about 10-15 watts and a maximum temperature of 55 degree celsius was reached. Troubleshooting did not resolve the issue, which resulted in a prolonged procedure. The procedure was completed using cryoablation and there was no consequences to the patient.